Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: does the crack to the blade is only visual damage or did the active titanium blade break off? The blade did break off. No further information will be provided. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic gastrectomy, the tip of the blade cracked outside the patient. The device did not clamp the hard things. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.